Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a contained leak from reagent probe b. The fse replaced the reagent probe b collar wash valve (solenoid valve) to resolve the leak and quality control (qc) recovery issues. (B)(4).

Event description:
The customer reported a grinding noise from the instrument and quality control (qc) recovery issues for bun (blood urea nitrogen), cr-s (creatinine), and actm (acetaminophen) on their unicel dxc 600 pro synchron system. During the service visit, the fse (field service engineer) discovered a contained leak from reagent probe b. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.